Manufacturer narrative:
The exact cause of the breakage of the ceramic tip cannot be determined. Due to the dents/damage on the steel tube and the fact that the adhesive on the base of the tip has retained the proximal portion in the tube, the cause of this failure is determined to be caused by the customer. Common causes of ceramic tip damage as determined from prior investigations are noted below: application of excessive lateral force on the instrument during insertion or removal from the cysto sheath, which fractures the ceramic and causes pieces of the ceramic to break from the tip. Dents or other damage to the steel tube are indicators of this type of misuse. Please not that this mishandling is cautioned against in the instruction for use manual that is shipped with the instrument. Exposure of laser energy to the ceramic tip, which can cause overheating and cracking/breaking of the ceramic material. Dropping the instrument or hitting the tip against other instruments or against sterilization containers is another common cause of ceramic tip breakage. This type of damage to the ceramic tip can result in complete separation of the tip or possibly chips or cracks in the tip that will lead to failure during subsequent handling or use.

Event description:
It was reported to gyrusacmi that during a surgical procedure while using the rotating cf resectoscope inner sheath, the tip fell off in the patient. The surgeon retrieved the piece without any harm to the patient.